Manufacturer narrative:
(B)(4). Returned for investigation was a 6fr. Psi sheath w/sidearm assembly from a 5fr. Pacing/psi kit. The sample was returned in a cardboard box and was in a clear plastic bag. Returned with the sam-ple was an inflation syringe. Upon return, the sheath extrusion was clamped off with a pair of for-ceps. A purple cap was noted on the sheath sidearm luer. Dried blood was noted on the exterior sur-faces of the returned sample. Some dried blood was noted within the interior surfaces of the returned sheath. The forceps was removed from the sheath extrusion. The sheath sidearm was aspirated and flushed successfully using a 60cc lab-inventory syringe. No blockage or abnormalities were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "side infusion part won't give blood return" is not confirmed. The re-turned sheath passed functional test specifications. The sheath was able to be succesfully aspirated and flushed; no blockage or abnormalities wered noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is unde-termined. No further action is required at this time.

Event description:
It was reported that "side infusion part won't give blood return. It sucks in large amounts of air form the site of the pacemaker wire ". Additional information states that another catheter was used to complete the procedure. At the time of this report, no additional information has been received from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "side infusion part won't give blood return. It sucks in large amounts of air form the site of the pacemaker wire ". Additional information states that another catheter was used to complete the procedure. At the time of this report, no additional information has been received from the customer.